Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information received from the consumer patient via a manufacture representative. The patient was receiving clonidine (350ug/ml at 1 38.02ug/day) and bupivacaine 20mg/ml at 7.887mg/day via an implanted pump. Indication for use was noted as non-malignant pain and peripheral neuropathy. It was noted that the event occurred during procedure. It was reported that there was greater residual volumes. The expected was 16ml "at the time of exchange" but the actual withdrawn was 19mls. The issue was identified due to refill residuals. The log report showed 21 months to elective replacement indicator (eri). The pump and catheter were replaced on (B)(6) 2015. They were replaced with current drug and same infusion restarted (clonidine 350ug/ml at 138.13ug/day and bupivacaine 20mg/ml at 7.893mg/day). Patient's status at the time of report was 'alive-no injury.' (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Analysis of the pump found the pumphead had a deformed pump tube.

Manufacturer narrative:
Eval code-result 1 no longer applies to event. Eval code-conclusion no longer applies to the event and has been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.